Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted 41cm of the hypotube and the distal portion of the rebel stent delivery system with stent. The hub and portion of the hypotube were not returned for analysis. The total length of returned portion of the catheter shaft was 80cm. Microscopic examination revealed a complete hypotube separation 41cm proximal of the distal end of the hypotube. There were also numerous kinks throughout the returned portion of the hypotube of the device. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination presented no damage or irregularities to the tip of the device. Microscopic examination presented no damage or irregularities to the markerbands. The balloon was tightly folded with blood between the folds. Microscopic examination presented no damage or irregularities to the balloon of the device. The stent was secure on the balloon between the markerbands. Microscopic examination presented no damage or irregularities to the stent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-mar-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 20 x 4.00 rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a hypotube break.